Event description:
The pt fell. Several days later, the pt reported tingling (head to toe) and specific paresthesia in the torso to the managing physician. No rash or elevated temperature was evident. The pt was sent for an ap/lat x-ray (date not reported) which revealed the catheter had migrated out of the intrathecal space. The implanting physician was notified and the pt had a catheter revision; the intrathecal segment of a new catheter was spliced onto the existing catheter. The patient's initial dose was maintained with a 25mcg bolus given per the implanting physician's orders. The pt was discharged from the hospital and planned to return for a pump refill with the managing physician in a week. The medication being delivered via the device system was not reported.

Manufacturer narrative:
Catheter.